Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated the alarm did not occur during a manual prime. Customer's blood glucose was 304 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer will be returning their reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.